Manufacturer narrative:
H3: evaluation determined that the bearing was detached from the internal tube. The likely cause of failure is inadequate preventive maintenance. It was also noted mr8-aa10 is stuck in the locked position, this makes it impossible to insert a burr and perform an incoming test, inside of the attachment is heavily corroded, color ring is scratched, and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool locking mechanism seized. There was no patient involved with this event.